Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, discontinued), meropenem injection (1gm, discontinued) and heparin injection (1000iu, discontinued) for peritonitis. At the time of this report, the patient has recovered from the events and pd therapy was ongoing. No additional information is available.